Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The left ventricular (lv) lead migrated in the vessel causing loss of capture. The lv lead was explanted. No additional adverse patient effects were reported.